Event description:
Over the six years that I had breast implants, I experienced many issues including upset stomach, severe anxiety, high blood pressure, blurred vision, hair loss, depression. Breast implant illness.